Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mkm284 number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a veterinarian that an animal underwent a dental extraction procedure on (B)(6) 2019 and suture was used. Post operatively, while the patient was still in the hospital but recovered, the patient experienced bleeding from the mouth. The suture had come undone and was not present. The patient was treated with pressure and silver nitrate to control bleeding.